Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent two vein closure procedures for the great saphenous vein(gsv) and short saphenous vein (ssv) using venaseal de vice. Local anesthesia was used. The vein closed. Two segments of the gsv and one segment of the ssv were treated. The lumen was flushed prior to use. The IFU was followed. A guidewire was used for the insertion of the catheter. The patient presented with symptoms approximately 4 days post initial procedure. The patient presented with welts, redness and hot to touch on bilateral thighs. The patient had taken advil for soreness burning/aching up and down both legs. Approximately 2 days post presentation, the patient states symptoms got better over the weekend but they were still present. Patient tried benadryl but it didn't help with redness/warmth/welts. Approximately 4 days post presentation, symptoms were almost completely gone. Approximately two days later the patient had no pain, welts, and redness, slight soreness from phlebitis. Per ultrasound, patient still has phlebitis. It is reported that the patient signs/symptoms were resolved within 7-10 days. It is reported that at the last appointment with the physician, the patient was fine.